Manufacturer narrative:
Adverse event and/or product problem corrected to reflect product problem.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device and delivery catheter were discarded, no evaluation of the device could be performed.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. It was reported that, while advancing the internal iliac component through a dsf1245 gore® dryseal flex sheath, the guidewires were crossed. The physician attempted to advance and manipulate the device. The device was partially within the introducer sheath, and up and over the patient's aortic bifurcation. The device reached the flow divider of the previously implanted iliac branch component, and the delivery catheter of the internal iliac component reportedly broke. It was noted that the delivery catheter wire that the endoprosthesis is mounted on broke at the distal end of the device. The patient's anatomy was reportedly tortuous. The device remained partially within the introducer sheath. The physician suspected that the device delivery catheter broke within the introducer sheath due to excessive torque. The introducer sheath, with the internal iliac branch endoprosthesis and device delivery catheter, were removed from the patient. A new dsf1245 gore® dryseal flex sheath and gore® excluder® internal iliac component were used. The device was successfully placed in the patient's internal iliac artery. The gore® excluder® internal iliac component was discarded. There were no further reported issues, and reportedly no injury to the patient. The patient tolerated the procedure.